Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Bg and cgm values were not provided. As a result of the inaccurate cgm values, the customer experienced a high bg and subsequently lost consciousness, resulting in bruises and a head contusion. Customer went to the emergency room (ER) and was administered intravenous fluids of saline and insulin, and released from the ER on (B)(6) 2021 with no permanent damage. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.